Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08735 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 19-oct-2025 and related svn#: (B)(4) event date of 17-oct-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(4) event date of 19-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 15 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 15 u. All bolus/basal were delivered in auto mode/manual mode. On the related svn#: (B)(4) event date of 17-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 12.45 u and dailytotalofbolusinsulindelivered = 4.1 u which is equal to the dailytotalofallinsulindelivered = 16.55 u. All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 19-oct-2025 and related svn#: (B)(4) event date of 17-oct-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 11:19:04.000 low battery alert was found on: (B)(6) 2025 07:08:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.47 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible under delivery anomaly was not confirmed. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported issues with the pump and was off pump therapy due to a reported issue. The customer was taking manual injections. Blood glucose value at the time of the event was 49 mg/dl. The customer was treated with emergency medical services, hospitalization and carb intake. The event involved product(s) mmt-1715kl, mmt-332a, and mmt-399a. Troubleshooting was partially performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was not using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1715kl was returned for analysis . No product return is required for mmt-332a. No product return is required for mmt-399a.